Event description:
It was reported that a small piece on the back of the handpiece fell off and wires are showing during a surgical procedure at user facility. It was confirmed with the customer that nothing fell on the surgical site. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event. After receiving at manufacturer facility it was confirmed that there were no exposed copper wires on the handpiece.

Manufacturer narrative:
The event for missing nav connector was confirmed by the repair technician through visual inspection. The nav connector was missing and the handle was damaged. It is possible that the nav connector dislodged from the handle due to excessive sideload. The connector and handle were replaced. The device went through preventive maintenance, passed final inspection and was returned to the account.